Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for the treatment of pulmonary emboli that developed in lungs following arthroscopic knee surgery. Approximately twelve years and eleven months post filter deployment, a computed tomography scan revealed filter detachment and the detached filter strut embedded and migrated within the pulmonary artery of lung right middle vasculature. The patient experienced acute stabbing chest pain; however, the current status of the patient is unknown.